Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had issues with sensor not connecting to the insulin pump. It was also reported that the sounds on the device does not work. The device only vibrates. The alarms do not go off. The customer experienced high blood glucose of 468 mg/dl while at school. Their blood glucose went up to 500 mg/dl. The customer was sent to the emergency room due to high blood glucose. They declined troubleshooting. It was unknown if the device was on auto-mode. The device is not expected to return for analysis. Snsr-unk. Unomed set. Frn-unk-rsvr.